Event description:
Incomplete info from affiliate. The event is written in german. Awaiting response affiliate. 3/2/99 message from affiliate. It was reported that (12) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the bcd10 instrument tips fell off and into the pt. All (12) were involved in this case. All tips were retrieved from the pt. All devices will not be returned.